Event description:
It was reported that a spectrum pump shut down during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.